Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided. For the reported information, the device was not returned to bd for evaluation. However, medical records were provided for review. The investigation is confirmed for limb detachment and retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4; h6 (device code: 4001- patient device interaction problem). H11: g1; h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced tilt, perforation, detachment of limbs, and difficult removal. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 80 year old male patient was 266 lbs.

Manufacturer narrative:
For the reported information, the device was not returned to bd for evaluation. However, medical records were provided for review. The company is still investigating the issue at this time. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced tilt, perforation, detachment of limbs, and difficult removal. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) male patient was (B)(6).